Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by replacing the vacuum hose in its' entirety, as well as the motor control board. The fse determined that the leak was as a result of a number of components and the following parts were replaced: pneu cmpnt nip .25 flow bulkhd, hose,compressor vp2 to mp1, hose compressor bp1 to vp1, hose assy #5 vacuum v1 thru v6, tubing assy,vacuum,v7,v8, hydr cmpnt pump assy dc knf, and hose assy #5 vacuum v1 thru v6. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d10, g3, g6, g7, h2, h6, h10, h11. Corrected fields: g1, h4.

Manufacturer narrative:
Updated: b4, b6, b7, e2, e3, g3, g4, g7, h2, h10, h11. Corrected: d1. Additional contact information for the initial reporter was provided and is as follows: (B)(6). A supplemental report will be submitted upon completion of our investigation.